Manufacturer narrative:
(B)(4)

Event description:
It was reported a revision surgery was performed due to implant wear.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices shows damage to the outer edge of the shell and the neck is stuck inside the ceramic head. The ceramic head has some scratches on the outer diameter. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the modular neck exhibited signs of corrosion fretting, discolorations, and debris along the taper. The modular neck exhibited signs of metal transfer on the taper surfaces and edxa spectrum analysis revealed signs of titanium and aluminum which was due to contact between the neck and stem taper surfaces. Pitting was also observed on the taper surfaces of the modular neck. Corrosion debris was also observed on the taper surfaces and edxa spectrum analysis revealed chromium and oxygen. The chromium peak is elevated compared to the cobalt peak and an elevated oxygen peak is present. The expected metal transfer and fretting observed on the taper surfaces of the modular neck were potentially due to contact between the neck and stem tapers during insertion of the neck into the stem, subsequent in-vivo fatigue loading, and removal of the neck from the stem. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to implant wear and elevated chrome levels.